Event description:
Approximately one week after implantation, the slic screw separated at the joint. It was explanted.

Manufacturer narrative:
The screw was visually examined. It separated into two pieces at the joint. There are no visible signs of deformation in either screw section. Conclusions - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this screw breakage.